Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient admitted in with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. The patient experienced a cerebrovascular accident (cva) due to a cerebral infarct lesion, which was reportedly a consequence of prior medical management. However, as the patient was heparinized for impella use it cannot be said that there is not a relationship between impella use and the cva. It was noted that the patient's care was withdrawn and the patient expired. The impella cannot be excluded as a possible contributing factor, however the patient's condition may be more likely have impacted the event.